Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced infection starting most likely from folliculitis involving the mastoid skin that had been noted and there was accompanying swelling along rs body. Subsequently, the patient was treated with IV antibiotics for 24 hours, however, the issue did not resolve. The surgeon proceeded to explore the area under general anaesthesia and there was no pus or abscess formation, there was extensive granulation tissue alongside rs body and filling the mastoid cavity. With concerns regarding an indolent infection, the patient was explanted on (B)(6) 2025 an left the electrode array in situ. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.